Manufacturer narrative:
The device associated with this incident was not returned for investigation. Should this device be returned, a supplemental report will be filed to document the results of the investigation.

Event description:
The patient completed the control solution 1 and control solution 2 tests twice with their teladoc blood glucose meter, and the results were out of range. The control solution 1 range was 94-141, and the results were 82 and 83. The control solution 2 range was 274-411, and the results were 228 and 215. The patient did not receive any medical attention because of the out-of-range results from the teladoc blood glucose meter.

Event description:
The patient completed the control solution 1 and control solution 2 tests twice with their teladoc blood glucose meter, and the results were out of range. The control solution 1 range was 94-141, and the results were 82 and 83. The control solution 2 range was 274-411, and the results were 228 and 215. The patient did not receive any medical attention because of the out-of-range results from the teladoc blood glucose meter.

Manufacturer narrative:
The device related to this incident was returned for investigation. Internal functional testing was performed, and no failures were detected during functional testing. The internal investigation confirmed the devices was working as intended.